Event description:
After successfully crossing the target lesion site with a coronary artery stent with delivery system, the physician attempted to deploy the stent. However, the balloon would not inflate. Three unsuccessful attempts were made to inflate the balloon. The device was withdrawn from the pt, and, during withdrawal, the stent became dislodged from the delivery balloon and was lost in the peripheral vasculature. Subsequently, another stent was successfully deployed at the site, and no further complications relative to this procedure are reported.